Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that the 840 ventilator is inoperative. There was no pt involvement. Covidien was not authorized to service the device due to the cost of the repair.